Event description:
Complaint regarding a detached valve. Was the clamp open when valve disconnected from the catheter? -> no info. Was there any damage noticed on catheter valve? -> no info. Was there a leakage? -> no. Where is the catheter located? Abdomen or chest -> chest. How long has the catheter been in place -> 2 months. How was the issue resolved? -> no info (the cuff was already outside the body. Catheter was probably explanted.) Did they able to drain successfully -> no info. What was the impact to the patient? -> no impact. Is there a photo or sample available showing the reported issue? -> no.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001356152 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4)

Event description:
Complaint regarding a detached valve. Was the clamp open when valve disconnected from the catheter? No info. Was there any damage noticed on catheter valve? No info. Was there a leakage? No. Where is the catheter located? Abdomen or chest ? Chest. How long has the catheter been in place 2 months. How was the issue resolved? No info (the cuff was already outside the body. Catheter was probably explanted.) Did they able to drain successfully no info. What was the impact to the patient? No impact.